Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a vitrectomy surgery in an ophthalmic console the intraocular pressure (iop) went low to single digit. The valves were checked but there was no leak, there was no system messages and no occlusion tome heard. The procedure was completed with slow and gentle foot pedal depression to allow for eye to not lose pressure which gave adequate time to refill. There was no patient harm.

Manufacturer narrative:
A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaints were found and reviewed as part of this investigation. The service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event. The system was found to meet all cosmetic and performance at that time. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).